Event description:
The isoflurane anesthesia was turned on for the cardiopulmonary bypass (cpb) machine from 1% to 2% to lower the arterial pressure and allow more perfusion flow. However, the saturated venous oxygen (svo2) of the pt remained low. Pt oxygen extraction exceeded the oxygen supply despite an adequate hematocrit (30-37%), po2(300mmhg), increased isoflurane on cpb, perfusion pressure (56mmhg), and perfusion flow (2.7ci).